Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown process step of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that one of the lines was leaking near the homechoice cassette door. Renal therapy services (rts) assisted the patient in ending the therapy session and advised to start over with all new supplies or complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.